Event description:
The facility reported a pump with no power. This problem was identified before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump with no power was confirmed. Inspection of the device found failure code 703:00 in the pump's event history file. This failure code was caused by a faulty user interface module printed circuit board which caused the pump to lose powew. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.